Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that after swimming today, water was seen behind the display screen and the pump isn't turning on at all. There is reportedly no damage in the battery compartment and the battery cap was changed one month ago. The yellow o-ring is not visible. No physical damage on the keypad or other signs of moisture are reported . The pump is worn in a pocket or with a clip. The patient has a back-up plan. There is no adverse event related to this issue. This complaint is being reported as the alleged power issue remains unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: pump powered on with audio only. There was visible corrosion in the display, which was not functional. The pump failed a leak test due to display lens leak and crack in cartridge compartment. Unable to test buttons, audio, vibrator, or motor function due to no display. Battery compartment cracked at case seal up to grip. Cartridge compartment cracked at threads down to grip, with a chip missing at threads. No corrosion or moisture in the battery or cartridge compartments. Removed pump from case and all internal surfaces were corroded.